Event description:
Customer's wife called reporting customer had passed away. She stated that one day customer had a very low blood glucose level. He then had a seizure, which he never recovered from. Customer passed away after 3 days in the hospital. He was not wearing the insulin pump at the time of death because it was removed upon being admitted. On the morning he was hospitalized, customer woke up with a blood glucose level between 130 and 140 mg/dl, which he considered high since he wanted to stay in his target range. Customer declined breakfast to control his blood glucose. Customer's wife then went to work, so she was unsure of what happened. She was contacted by the hospital around 10 am informing her that her husband had been admitted. She was told the cause of customer's death was an anoxic brain injury that attributed to low blood glucose levels. The injury also affects oxygen flow to the brain. The device was not returned because customer's wife wanted to keep it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.